Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing on the patient's implantable cardiac monitor (icm). The clinic will continue to monitor the patient and no intervention was performed. The patient was in stable condition.